Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that the specific event date was unknown. However, the customer was able to narrow it down to sometime in the last 6 weeks. It happened during therapeutic laparoscopic gastric resection procedures. Reportedly, this event caused a 20-minute delay while the patients were under general anesthesia. The customer confirmed that the intended procedures were completed using a different device, with no report of patient harm. Please see report with patient identifier c23461919 for related events.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer originally returned her olympus endoeye hd ii due to the unit producing colored stripes across the screen during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing a green and purple image due to a defective video cable. Additionally, the cover glass of the insertion section was found cracked and the bonding fibers were damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.